Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable calcium gen.2 result for one patient sample. The initial result was 12.4 mg/dl and was reported outside the laboratory. The doctor called and questioned the result and the sample was repeated on another cobas c701 analyzer. The repeat result was 9.4 mg/dl. The repeat result was believed to be correct and a corrected report was created. The patient was not adversely affected. The calcium reagent lot number was 68826901 with an expiration date of 08/31/2014. The field service representative stated the customer noticed the probe was not always being washed properly with rinse water. The field service representative verified the probe was slightly out of alignment. He adjusted the reagent probe to proper specifications to ensure successful probe rinsing. He adjusted the air pumps, gear pump, cell blank water, detergent, cuvette rinse, and reagent outside wash rinse water volume to specification. He verified all adjustments were to specifications. All customer run controls pass to customer specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.